Event description:
Caller reports customer was unresponsive; she attempted to test his blood glucose but was unable to obtain a result on the aviva system because she was improperly dosing the test strip. Paramedics arrived and customer tested 34 mg/dl on professional device; customer was treated with a "sugar solution" IV. Customer was taken to the hospital and received an additional IV; he was in the hospital for 4 days. Low blood glucose symptoms have since improved. Requested return of suspect device and replacement was sent.